Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioflex meter displayed inaccurately high results compared to a laboratory device. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the meter started reading inaccurately in (B)(6) 2017. He reported that on unknown dates and times, he obtained an alleged inaccurately high blood glucose result on the subject meter of ¿155, 154, 168, 186 and 152 mg/dl¿ compared to ¿132 mg/dl¿ on a laboratory device, performed within 10-30 minutes of each other without intervention of food or medication. Based on statistical methodology, the calculated difference between the reported results falls outside lfs¿ accuracy criteria. The patient was unwilling to say what medication, if any, he takes to manage his diabetes. He was also unwilling to say whether he made any changes to his usual diabetes management routine after obtaining the alleged inaccurate results. He reported that a month or two prior to contacting lfs, he received unspecified treatment during a doctor¿s office visit from an hcp; the nature of the treatment was not disclosed. The patient also reported that on an unknown date and time, a blood glucose result of ¿130 something¿ was obtained on another device. During troubleshooting, the cca noted that the subject meter was set to the correct unit of measure, the patient¿s test strips had been stored correctly and the test strip vial was not cracked or broken. The cca confirmed that the patient had used an approved sample site to obtain the blood samples and he described the correct testing steps. The issue remained unresolved. No products were replaced or requested back for investigation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the calculated difference between the reported results falls outside lfs¿ accuracy criteria and the alleged product issue was not resolved during troubleshooting.